Event description:
It was reported that the device was used during an unk procedure. The clips would discharge (shooting) from the device at an angle, sideways. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.